Manufacturer narrative:
(B)(4). Batch number: p5611c. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and damaged knife slot area. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60g cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Upon further evaluation the firing and opening mechanism were noted to be jammed. Additionally the cartridge body and drivers were noted to be damaged and the knife was buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: it was reported that, ¿they had to operate the patient in a conventional way, cutting and suturing manually and had to remove the stapler stuck to the lobule.¿ was the lobectomy case being performed vats/video-assisted or open? If vats/thoracoscopic, was the case converted to open to remove the stapler? Yes, they converted to open surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the disease state of tissue being fired on? Does the surgeon believe that the tissue was easily compressible to the closed staple height? What is the current patient status?

Event description:
It was reported that the stapler was fired and stopped in the middle of firing. The stapler didn't open with the reverse button nor the manual override. The lobule had to be removed with the stapler stuck to it. They had to operate the patient in a conventional way, cutting and suturing manually and had to remove the stapler stuck to the lobule.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what were the indications for surgery? What was the disease state of tissue being fired on? The intervention was a left pneumonectomy for lung cancer after neoadjuvant chemotherapy. They wanted to staple the main bronchus. Does the surgeon believe that the tissue was easily compressible to the closed staple height? The fabric was not easily compressible. What is the current patient status? After the surgery, the patient did not present complications.